Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: what was being done when the needle pulled off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During passage through tissue. H3 investigation summary: the product was returned to ethicon for evaluation. One needle and one suture were returned for evaluation. Product code 696g. The visual assessment of the needle noted that the swage and attachment area was observed to be as expected. The barrel hole of the needle was examined under magnification, and no suture remnant could be observed. During the inspection of the suture the insertion mark was not observed. The ends appears to be cut probably by a surgical instrument. In addition, a photo was provided showing a detached needle and a suture in the open foil. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There were no adverse reported. Additional information was requested.